Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8709, serial # unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving unknown baclofen of an unknown concentration and dose via an implantable infusion pump for intractable spasticity. It was reported that the consumer thought the patient's pump may be leaking, there was like a sack of fluid on the top of the patient's butt crack and below her spine ((B)(6) 2018). The consumer spoke with the healthcare professional (hcp) over the weekend who told the consumer to call the office after 10 because the patient would need imaging to see what was going on. The consumer had called the office twice, because something was going on, something was not right ((B)(6) 2018) and the scheduler at the office did not put the consumer through to the hcp or the ma at the hcp office. The hcp did adjustment to the patient's pump a couple of weeks ago and the hcp said if not right, call and they would get the patient in and adjust and over the weekend the consumer spoke with the hcp and told him she thought the pump was leaking. The consumer said that she thought that would be absorbed into the patient's body and would not be at the right concentration the patient should be getting. The patient thought it was a slow leak. The situation was being addressed by the hcp. No further complications were expected or anticipated.